Manufacturer narrative:
Conclusion and justification status: the plastic post on the spacer block has a small chip missing. Balseal is intact. Investigation of the returned product confirmed the complainant¿s findings that one of the posts had been damaged. It could not be confirmed when the product became damaged and therefore it cannot be confirmed where the broken piece may be. Previous complaints have identified that the post can become damaged which, in some cases, may even allow the spring to become detached from the post. With the information provided it was not possible to determine how the failure occurred. The complaint was found to be justified. The root cause cannot be determined. The product is no longer fit for purpose and so shall be disposed of in a controlled manner. No corrective action is required. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The plastic post on the spacer block has a small chip missing. Balseal is intact.